Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). No additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, the customer did not reply.